Event description:
The patient was undergoing bladder surgery and an epidural was requested. The catheter, once placed, resulted in leaking around the insertion site. When the provider attempted to remove the catheter, it broke with only a portion of the catheter being withdrawn. Neurosurgery was consulted and the patient required surgical removal of the catheter fragment and internal wire fragment. There were no complications from the removal and the patient went on to have surgery without an epidural being placed. Of note, on a placement attempt just prior to this insertion, a "wet tap" occurred. Upon review, after seeing a trend of wet taps, it was discovered that the wrong needle was placed in new epidural kits that were ordered from the manufacturer. The manufacturer was notified and the appropriate needles were taped to the epidural trays until new trays, with the correct needles, arrived to replace the current stock. Thus, the patient had two issues with the devices in the epidural tray kit during the same procedure. Manufacturer response for epidural catheter, design options perifix fx epidural anesthesia tray (per site reporter): they have replaced the needles in the kit. We have provided the event information and description. We will send photos as well.